Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was getting intermittent poor communication and this started in (B)(6). She just put a new batteries in. She got zapped when she was trying to connect last night. Patient indicated she ¿just leave the stim on all the time¿. Patient stated the issue isn't that she is getting poor communication, its that when she tries to sync, the screen goes to the medtronic splash screen. She was using heavy duty batteries. Patient was advised to try the regular alkaline batteries. She was going to try this and would call back if this did not resolve the issue. There were no further complications that have been reported as a result of this event.